Event description:
A customer reported experiencing an altitude alarm. There was no reported impact on the customer's blood glucose level. The customer declined follow-up, and no additional information was received regarding the outcome of the event.